Event description:
During the event history log review portion of the product investigation, 26 occurences of "upstream occlusion!" Alarms were found.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation could not reproduce the reported symptom. Upstream occlusion tests were performed per the spectrum service manual preventative maintenance procedure with the device passing all tests. The device was determined to be operating within specification in relation to the reported symptom. The device was returned to the customer.